Event description:
A surgeon reported that the balance tip was degraded and got broken during cataract surgery with intraocular lens, the crack was generated through a port it was fortunate that there was no harm to patients eye and there was no injury. The procedure details were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer videos confirms the reported issue, it was generated through the aspiration bypass system (abs) port. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. The attached customer videos confirm the phacoemulsification becoming broken during surgery; however the cause of the broken phaco could not be confirmed from the videos. Since a sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A complaint trend has been identified for broken phacoemulsification therefore an investigation has been opened. The exact root cause for the balanced tip became broken during surgery is unknown; therefore, specific action with regards to this complaint cannot be taken. An investigation is currently in progress, in order to further investigate issues with the phacoemulsification tip. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).